Manufacturer narrative:
The alleged event of fluid leak was not confirmed. During the plant investigation, cannot teach pumps alarm occurred during setup phase. A visual inspection of the returned cycler exterior showed no sign of physical damage. During setup, a cannot teach pumps during setup phase. The ¿ok¿ button was selected the alarm reoccurred three consecutive times before the treatment was canceled. The failure was traced to bad motor b encoder. The motor b encoder will be replaced in production. There was visual evidence of dried fluid under pump ¿a¿ and ¿b¿ mushroom head and within the recess of the bottom cover adjacent to the pump. There was visual evidence of fluid within pneumatic filter hp1. The hp1 filter were detached from the cycler and will be replaced in production. The cause of the observed dried fluid and fluid could not be determined. Passed mushroom head check. Test positive for glucose. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
"."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis patient contact reported observing a fluid leak after treatment was completed. The patient did receive a previous alarm indicating air was detected in the cassette and drain complications. Follow up with the patient's peritoneal dialysis nurse indicated that the patient did not receive any medical intervention and that the patient continued to perform treatments with no complications. Complaint samples have been requested.